Manufacturer narrative:
The following devices were also listed in this report: 36 +5 metal head; cat # unk_jr; lot # unknown. 52mm shell; cat # unk_jr; lot # unknown. Size 5 accolade ii stem; cat # unk_shc; lot # unknown. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. There were no allegations against any specific implants. All implants were removed and a multihole shell, mdm metal liner, adm/ mdm poly insert, femoral head, and restoration modular construct were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.